Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt and check pad messages) has confirmed the white wire was broken at the dn connector. The root cause could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient was experiencing check therapy pad and adjust belt messages.